Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that explant of this right atrial (ra) lead was taking place but there is no known reason for this lead's explant at this time. Reasonable evidence suggests this lead exhibited a malfunction. Attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported.